Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
During process of complaints , attempts were made to obtain complete event information but not received . Therapy and event date estimated the results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Device 1 of 2. Reference MFR. Report 1627487-2020-01234. It was reported patient had never had effective therapy and as a result the system was explanted at an unknown date and replaced with competitors device . Further information was requested but unavailable.